Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6), 2019, the subject pacemaker was attempted to be implanted as a replacement of a previous pacemaker, and with the same leads, both implanted on (B)(6), 2012. During the implantation procedure, when connecting the ventricular lead, the screw was tightened until the screwdriver clicked, but the ventricular lead did not remain in the pacemaker port. A second attempt was made without success. Finally, the device was replaced with another teo dr. The preliminary analysis of the returned device revealed that an incorrect connection of the ventricular lead was performed.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2019, the subject pacemaker was attempted to be implanted as a replacement of a previous pacemaker, and with the same leads, both implanted on (B)(6) 2012. During the implantation procedure, when connecting the ventricular lead, the screw was tightened until the screwdriver clicked, but the ventricular lead did not remain in the pacemaker port. A second attempt was made without success. Finally, the device was replaced with another teo dr. The preliminary analysis of the returned device revealed that an incorrect connection of the ventricular lead was performed.